Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved a plum a+ infusion pump that was reported to have been infusing IV syntocinon. The incident occurred in the labor and delivery ward, room 2 of the hospital. The infusion details are as follows: syntocinon infusion 1014 in 1000mls nacl 9% commenced at 30mls/hr via pump. Total volume input at the beginning of infusion was not documented. At 1405hrs syntocinon infusion increased by midwife to 45ml/hr via pump. At 1425hrs syntocinon infusion increased by midwife to 60mls/hr via pump. At 1505hrs: syntocinon infusion increased to 75mls/hr via pump. At 1508hrs call bell by midwife - sudden fetal bradycardia. At 1509hrs pump stopped by midwife. It was noticed that the syntocinon infusion was reading 755 mls/hr was infusing pump stopped immediately. Total unused at that time was 125mls. Calculations: 30mls/hr over 20mins 7.5mls+2.5mls=10mls, 45mls/hr over 20mins 11.25 +3.75mls = 15mls. 60mls/hr over 40mins 40mls = 40mls, 755mls/hr 12.5 mls + 4mins = 50mls. Total 115 mls infused. There was reported fetal distress, fetal bradycardiac. Emergency lower segment caesarean section. No alarms or error messages were reported to have been displayed by pump. Postnatally mother and baby are confirmed to be doing very well and both have been discharged home.

Manufacturer narrative:
The device was received for evaluation in good condition. The alarms logs and event logs were downloaded and were examined for the day in question 05 feb 2022. It was confirmed from the logs that the delivery was started at 13:52 at delivery rate 45ml/hr and then increased to 60ml/hr 15 minutes later. This corresponds with the event described in the complaint, except that there was no evidence of the rate ever being set to 30ml/hr and the times recorded in the event description are about 10 minutes behind those recorded on in the event log (this is probably that the pump time was set slightly differently). The complaint event narrative then records that at 15:05 the rate was increased to 75ml/hr and then the delivery was stopped at 1508/1509hrs by the midwife due to sudden fetal bradycardia. Per the event log, it was confirmed that at 14:38 the rate was increased to 755ml/hr and then stopped 11 minutes later at 14:49. There are no other events recorded in the pump event log for the event date of 05 feb 2022. From the event log review it was confirmed that the intended rate of 75ml/hr was actually entered by the user as 755ml/hr. Therefore the probable cause for the over-infusion is that the pump was accidently set to a higher-than-intended rate due to an accidental extra key-stroke by the user. The pump passed all pvt tests (including the delivery accuracy test) without issue. The customer¿s protocol was also run without issue. The complaint was confirmed in the event logs with a probable cause of user error. Customer protocol test results: the customer¿s protocol was run without issue. Customer¿s protocol. Infusion started at 12:00pm, 30ml/hr over 20mins ¿ total volume infused 10mls 12:20pm, 45ml/hr over 20mins - total volume infused 25mls 12:40, 60ml/hr over 40mins- total volume infused 65mls 1:20pm, 755ml/hr over 4mins ¿ total volume delivered 115mls. Infusion completed at 1:24pm with a total of 115mls delivered. Customer¿s intended protocol. Infusion started at 15:00pm, 30ml/hr over 20mins ¿ total volume infused 9.97mls 15:20pm, 45ml/hr over 20mins - total volume infused 25.02mls 15:40pm, 60ml/hr over 40mins- total volume infused 65.16mls 16:20pm, 75ml/hr over 4mins ¿ total volume delivered 70.23mls. Volume expected as per pump specification = 70mls volume delivered as per pump specification = 70.23mls , which is inside the +/- 5% flow rate accuracy specification for the device.